Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site revealed that the patient was hospitalized for wound dehiscence at their surgical incision site post implant. The patient had a gap in their sternum and liquids at outflow graft (ofg). The wound was infected and patient experienced mediastinitis with signs of candida albicans and staph epidermis. The patient was treated with intravenous (IV) antibiotic and underwent revision, several operations with vac-system change and maintenance, and jet-lavage. Later, the patient experienced hemorrhagic serous pleural effusion on both sides due to treatment of the wound healing and major bleeding at the thorax after a omentum majus operation. A pleuro-mediastinal treatment, a right lateral thoracotomy, was performed for drainage. Additionally, the patient died due to mediastinitis due to wound and hypertrophy, erosion of wound edges were also observed. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, wound dehiscence, infection, bleeding, pericardial fluid collection and death are known potential complication associated with the implantation of an vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of pericardial effusion and infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion and an update to h6 eval code result (fdr/annex c), and h10 product event summary. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site revealed that the patient was hospitalized for wound dehiscence at their surgical incision site post implant. The patient had a gap in their sternum and liquids at outflow graft (ofg). The wound was infected and patient experienced mediastinitis with signs of candida albicans and staph epidermis. The patient was treated with intravenous (IV) antibiotic and underwent revision, several operations with vac-system change and maintenance, and jet-lavage. Later, the patient experienced hemorrhagic serous pleural effusion on both sides due to treatment of the wound healing and major bleeding at the thorax after an omentum majus operation. A pleuro-mediastinal treatment, a right lateral thoracotomy, was performed for drainage. The patient experienced inflammation and osteomyelitis of the sternum. Additionally, the patient died due to mediastinitis due to wound and hypertrophy, erosion of wound edges were also observed. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, wound dehiscence, infection, bleeding, pericardial fluid collection and death are known potential complication associated with the implantation of an vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding, pericardial effusion and infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information and correction. Describe event or problem and evaluation codes patient health effect clinical codes have been updated. Date of event corrected from (B)(6) 2020. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced inflammation and osteomyelitis of the sternum.

Manufacturer narrative:
Additional information has been requested regarding the liquid found in the outflow graft but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for wound dehiscence at their surgical incision site. The wound from the ventricular assist device (vad) implant did not close and heal. The patient had a gap in their sternum and liquids at the outflow graft (ofg). It was further reported that the wound became infected. The patient experienced mediastinitis with signs of candida albicans and staph epidermis. The patient was treated with intravenous (IV) antibiotic and underwent revision, several operations with vac-system change and maintenance, and jet-lavage. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the patient experienced hemorrhagic serous pleural effusion on both sides due to treatment of the wound healing issues; there was major bleeding at the thorax after a planned omentum majus operation. A pleuro-mediastinal treatment, a right lateral thoracotomy, was performed for drainage; b5 description of event and h6 codes updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient experienced hemorrhagic serous pleural effusion on both sides due to treatment of the wound healing issues; there was major bleeding at the thorax after a planned omentum majus operation. A pleuro-mediastinal treatment, a right lateral thoracotomy, was performed for drainage.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicates that the patient died. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient died due to mediastinitis as a result of wound healing issues. Hypertrophy and erosion of wound edges were also observed.